Event description:
Information was received from a consumer regarding a patient receiving morphine, concentration not reported at 11mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient stated they had a refill on (B)(6) 2016 and "got sick a few days later." The patient ended up going to the hospital and told them something was wrong with the pump. Per the patient the hospital stated that they had called the manufacturer and said they were assured it wasn't the pump. The patient stated they did an x-ray 2 weeks ago and found out the pump was broke, ¿the port was broke.¿ the patient wondered why they were dragging their feet to schedule surgery to replace it. The patient states they were still ¿suffering.¿ the patient planned to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.